Event description:
On (B)(6) 2013, it was reported that the vns patient passed away due to an unknown reason on an unknown date. The physician later reported that the patient passed away on (B)(6) 2013. No further information was provided by the physician as to the cause of death. The patient¿s obituary was found online which indicated that the patient passed away ¿at her home after a long battle with several illnesses¿.

Event description:
It was reported that the patient was cremated and there was no knowledge of the device being explanted. It was reported that if the device was explanted it would have been promptly disposed of post explant. The death certificate listed the immediate cause of death as epilepsy with other significant conditions contributing to death (but not resulting in the underlying cause of death) being intestinal malabsorption; possible fentanyl toxicity. The autopsy report noted that the death was consistent with a natural death. It was noted that the vns was explanted and the disposition of the device is unknown.